Event description:
It was reported that the patient presented in clinic due to palpitations from inappropriate pacing delivered by their right ventricular (rv) lead. A chest x-ray was performed and revealed the rv lead to be dislodged and to have also perforated the patient's heart into the left ventricle. The rv lead was explanted and replaced. Patient had no consequences.